Manufacturer narrative:
The investigation of this complaint was limited because no sample was returned. Therefore photo attached to cc-0095009 was used for investigation. On the photo there are compared two epidural catheters. Printing on the first catheter is slightly lighter than printing on the second catheter. All position marks on both catheters are fully printed and visible. Epidural catheter assembly process was visited by complaint investigatior and operators and setters were questioned. They confirmed that shade of colour on catheter is variable feature and that both catheters shown on photo would pass their 100% visual inspection which is performed as per manufacturing procedure mp-cz1106 rev. 104. Manufacturing procedure and product drawing drg007372516-375/318 rev. 005 were reviewed and requirement for catheter print is that it shall be blue and visually detectable. Based on above investigation it is the most probable that used catheter which is shown on photo was received with such shade of printing (which is conforming as per valid specifications). The customer reported condition was not confirmed. No fault found

Event description:
Gt hold 1 4 21it was reported that blue markings along a smiths medical catheter appears faded upon removal. Concerns sheared product remained in patient. No adverse patient effects were reported.